Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded.

Event description:
During contrast injection, it was reported that a hole was observed near the catheter's shaft. No patient injury reported.